Event description:
Customer called to report the belt clip broke when she was removing it from the insulin pump. Blood glucose reading was above 400 mg/dl. The locking mechanism on the belt clip broke. Advised that the belt clip will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.